Event description:
It was reported during initial implantation procedure that the pacemaker exhibited oversensing. The oversensing was found to be caused by noise and crosstalk. The pacemaker was explanted and replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event of noise was not confirmed. A sensitivity test, cross talk test and longevity assessment were performed and showed normal device characteristics with no anomaly. Further analysis revealed improper insertion of the torque wrench caused setscrew to be stripped along with septum material inside preventing full insertion of torque wrench. The setscrew anomaly is consistent with having occurred during the procedure.